Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the bottom part of the brush head cracked off while brushing. No injury was reported.